Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty paddle replacement kit. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle replacement kit. The customer ordered a replacement paddle kit to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the external paddles for the unit were not functioning. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the external paddles for the unit were not functioning. There was no patient involvement.